Manufacturer narrative:
H6 - 4581: rotation. H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was exchanged for a different model and power but same length lens. This did not resolve the problem. Lasik was performed. This resolved the problem. Cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge tube. Visual inspection found the lens optic and haptic deformed. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).